Event description:
It was reported that the user experienced a low blood glucose reading of 69 mg/dl while using the ilet system, without symptoms, and was advised consuming 15 grams of carbohydrates; the user did not ingest carbohydrates, and the glucose subsequently rose to 74 mg/dl. Symptoms included no clinical manifestations associated with hypoglycemia. Outcomes included transient low glucose with recovery without medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting education provided to the user regarding hypoglycemia management. Investigation of this case revealed no device malfunction or component failure, and no user injury. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.